Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported the insulin pump kept alarming no delivery. Customer had called previously and did troubleshooting. New infusion set were sent to her and issue persists. Customer's blood glucose was unknown. Customer has used different cannulas lengths. Customer did not have any site or bent cannula issues. Customer stated they have tried all remedies. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.